Manufacturer narrative:
Product evaluation: the catheter was visually inspected and tear was found on the balloon. An attempt was made to inject the water into the cardioplegia pressure lumen and root pressure lumen. The water was unable to flow through the root pressure lumen due to a heavy dried blood inside the lumen. The water was able to flowed through the cardioplegia lumen without any difficulty. The device is under further investigation into root cause.

Manufacturer narrative:
Device evaluation: the catheter was visually inspected and tear was found on the balloon. A radial rear was observed midway along the balloon. The edges of the tear were jagged, but of consistent thickness, indicating a sharp object hit the balloon when it was inflated. If the balloon had burst due to over-inflation, the edges of the tear would show thinned out areas due to stretching of the balloon before burst. In the complaint description, the sales rep indicated that ¿the balloon leaked from a needle hole¿. This is the most likely cause of the balloon burst during use. The sales rep is going to fallow up with the customer via a letter indicating the likely cause of the balloon burst. No additional corrective actions are being taken at this time. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.

Event description:
It was reported by the sales rep that the intraclude aortic occlusion device, icf100 balloon spontaneously deflated during a case. The case was a mitral/tricuspid repair through a right thoracotomy. The case was finished by fibrillating the heart. No additional devices were used. No stated patient injury. The leak was not noted during prep. Balloon was inflated and in use for 60 minutes before it popped. The sales rep believes "the balloon leaked from a needle hole". The total inflation volume of the balloon was 35cc.